Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully.